Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion sites. The patient reports having 2 pod infusion sites (abdomen & arm), that they had experienced pain at. In addition the patient reports their blood glucose level had rose to 350 mg/dl. The patient removed both pods from the infusion sites prior to seeing their doctor. The patient had gone to their homeopathic doctor. The patients pod infusion sites were treated with essential oils, castor oil and a heat pack. The patient was able to resume pod treatment.